Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that he was priming when the alarm occurred. Customer was advised to disconnect from the pump. Customer stated that the drive support cap appears normal (recessed). Customer does not recall pressing the cap while connected. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer's dome sticker was also missing. Customer's current blood glucose level was 162 mg/dl. Customer stated that he pushed the drive support cap in and the pump worked. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.